Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Given the information provided by the customer, there was no specific failure reported. However, upon evaluation of the device, deficiencies were found to be impairing the device function. Therefore, this complaint can be confirmed. The following activities were performed: cut in the motor cable: motor cable replaced. Resistance value out of specs: handcontrol set replaced. "Micro": preventive replacement of o-rings performed. Insulation resistance of the motor outside tolerance: motor replaced. During evaluation, a short circuit was found in the motor as well as a cut in the cable. Additionally, the values of the keypad were found to be out of range. A definitive root cause was not determined, however a potential root cause can be attributed to fluid ingress over time due to repeated usage of the device. Moreover, it is possible that the deficiencies observed could have cause the customer to experience the device not to function as intended. The defective components were replaced, restoring the device to specification and is now fully functional. Furthermore, a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hand piece with hand control needed repair. Affiliate mentioned 93/19.